Event description:
It was reported that the patient received inappropriate high voltage therapy due to oversensing of noise on the right ventricular (rv) lead. The device was reprogrammed to deactivate high voltage therapy. Lead revision was anticipated. The patient was stable.

Event description:
It was reported that the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.